Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported through patient product that the patient underwent a pump exchange on (B)(6) 2019. It was noted that the pump was exchanged due to a short to shield internal fracture. The pump was discarded and will not be returning. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 6 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to short-to-shield internal fracture. The patient was implanted with the heartmate ii (B)(4).